Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the delivery catheter system (dcs) can be excluded as a contributing factor to the death. Per the physician, possible air in the disease coronary arteries contributed to the death. Information was received that clarified that ¿air lock¿ meant that air was seen in the ventricle that moved into the coronary arteries, and due to existing coronary disease, the air was unable to clear the coronaries, possibly causing global ischemia per the physician.

Manufacturer narrative:
Updated data: b5 - event description continuation of d10: brand name: acist, product ID: unknown, product type: contrast delivery system medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that it was unknown if the patient had an atrial septal defect or a ventricular septal defect. The physician clarified that an anesthesia injection device was not used but rather a contrast injection device (acist) that possibly caused the large amount of air-leading to air lock in the coronary arteries but could not be confirmed.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0011733852); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34. (Serial: (B)( 6)); product type: 0195-heart valves; implant date: (B)(6) 2023; product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% while being paced at 140bpm. Once pacing was stopped, the patient had minimal blood pressure (bp) on monitor. The valve was assessed; depth was optimal on fluoroscopy and echocardiogram (echo). However, the valve looked constrained (with no infold noted) in multiple views. The valve was recaptured and pulled into the ascending aorta. At this time, the patient still had minimal bp. A vasopressor was administered by the anesthesiologist and the bp increased. During the second attempt, the valve deployment was made successfully to 80% while being paced at 140bpm. The pacing was stopped, and the patient again had a very low bp. Subsequently, the valve was quickly assessed and was fully released to 100% deployment. The patient was assessed by transthoracic echo at this time. The valve was positioned, and function looked optimal using echo and fluoroscopy. Pressure recovering drugs were administered. It was noted the patient¿s bp was not recovering so another echo assessment was performed. At this time, no movement of the ventricle was noted, and the left ventricle appeared to be full of air bubbles. Cardiopulmonary resuscitation was started and continued for 15-20 minutes before calling time of death. Cardiac arrest was reported. According to the physician, the valve did not cause death, possibly due to ¿air lock¿ of coronary arteries (air in the ventricle was possibly the anesthesiologist injection device).